Event description:
A pt reported blood glucose results of 6.9 mmol/l and 14.0 mmol/l with a lifescan meter, performed within 2 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected values of <= 20% and/or <= 20 mg/dl thereby indicating a potential malfunction of the meter in terms of precision.